Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient experienced a shock and the amplitude was suddenly at maximum in another program. The patient was waiting at the bus station and there was no phone nearby the stimulator "or anything." The device was shut off two days after the patient was shocked and then it "went to normal setting and got the shock since." The hospital checked the system for any interference and had decided to replace the device. As of 2015-07-14, no surgical intervention had occurred. Fecal incontinence was noted in the patient's medical history. A follow up report will be sent if additional information is received.